Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2022, the patient's infusion set's tubing detached from the connector prior to insertion when package was first opened. The patient's blood glucose level was 115 mg/dl at the time of the event. Moreover, they replaced the infusion set and insulin was resumed successfully.